Manufacturer narrative:
The scoring element was retained in the patient. A stent was placed to trap to the arterial wall. (B)(4). The angiosculpt device was returned with no scoring element. The distal tip, distal bond, and intermediate bond were all damaged. An overflow lifting was observed at the distal bond but remained intact to the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During withdrawal, resistance was noted and some degree of force was applied to try and remove from the patient. The scoring element detached from the balloon and was stented to the arterial wall.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR